Event description:
It was reported that a patient implanted with activa pc was at the healthcare professional. The patient programmer screen showed a warning screen with the code 509 and showed a doctor, a phone and "!" It was noted that the 509 error meant that the device may experience a loss of stimulation output with the use of multi-programs. Stimulation out put can be fully restored by performing a physician mode recharge using the insr. Follow up information noted that troubleshooting worked and the activa pc system was working well for the moment. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that regarding patient symptoms: the patient could not do the communication between the pc and the patient programmer, the stimulator worked only with one program, she couldn't change to other programs and it showed error 509. Regarding troubleshooting it was noted that: they performed a physician recharge mode (prm) por. They placed the recharger antenna over the ins. They simultaneously pressed and held the start and audio buttons (pressed the audio button slightly before the start button) until the 60 minute countdown started. They pressed the stop button to end the prm after 5 seconds. The por command was sent immediately after 5 seconds. Regarding if a physician mode reset (pmr) was required and if it effectively reset the device it was noted that: yes,they did a reset for the pc, they put it on and saw that it kept all 4 programs that the patient used to have before the error 509 happened. The patient outcome was noted as: the activa pc continued working regularly and the patient could change programs. They asked the patient how she changed the programs and she said that she changed a lot, sometimes changed after a few seconds. They asked her to wait a little before pushing again to change. Mean time the patient was ok and she was able to change the program without any error. The device was not going to be explanted. The patient felt ok and the device was working properly.